Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, reporting pump was leaking on the patient side of the air filter during a bolus delivery. The pump was powered down, the line clamped and patient was told to call the anesthesia department at stanford university hospital to see how to proceed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.